Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, noise was noted on the right atrial lead. During a device change out procedure due to normal elective replacement indicator (eri), the right atrial lead was also capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.